Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic colonoscopy procedure for treatment. The resolution clip device would not advance out of the sheath to deploy. Attempted use of a second device resulted in the same issue (please note associated medwatch report: 6000048-2006-000129 - attached).a third device was utilized to successfully complete the procedure. The pt did not sustain any reported complicatons or ill effects as a result of the deployment issue. The pt condition is noted to be fine.